Event description:
It was reported that shaft break occurred. The patient presented with severe lesions compromising the left anterior descending artery and the circumflex artery. During an attempt to implant a 2.50 x 24mm synergy xd mr drug-eluting stent in the diagonal artery, significant resistance was encountered due to the calcified curvature of the lesion. Following the attempt to position the stent within the diagonal branch, the shaft of the delivery system developed marked tortuosity, which progressed to fracture. The device was removed. It was necessary to utilize a different synergy stent which, with the aid of a guidezilla extension catheter, was correctly positioned within the diagonal branch. There were no patient complications reported, and the patient condition post procedure was stable.